Event description:
It was reported that during a procedure to treat a ruptured, supraclinoid blister aneurysm with a maximum diameter of 3 mm and a neck diameter of 3 mm, the pipeline vantage with shield technology did not open in the clinoid segment bend. Despite multiple attempts, the device could not be resheathed, and the microcatheter became stuck at the distal portion of the device. Landing zone: distal: 4.6 mm and proximal: 5.5 mm. The access vessel was the left internal carotid artery, with a distal diameter of 4.6 mm and a proximal diameter of 5.5 mm, and the vessel tortuosity was minimal. The angiographic result post-procedure was reported as good. Dual antiplatelet treatment was not administered. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage and phenom 27 catheter were returned inside the inner pouch, outer carton, biohazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen without issue. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Conclusion: based on the returned devices, the customer report of "failure to open" and "resistance during resheathing" were not confirmed as no damages were found with the pipeline vantage and phenom catheter. Additionally, the braid's distal, middle, and proximal were found fully opened with no damage. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not opened in the vessel bend, which rule these out as potential causes. The cause of the failure to open could not be determined. Possible cause of the resistance includes a lack of continuous flush with heparinized saline during procedure. The root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open/resistance not determined. The pipeline did not open in the middle section. There were additional steps or other devices attempted to open the pipeline, specifically, resheathing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.